Event description:
A customer in the united states contacted biomérieux to report observing crystals in the gram stains prepared by the previ® color gram instrument. The customer stated the crystals look like gram negative rods, and have caused some laboratory technicians to misinterpret the result. Manual gram staining does not create the reported effect. The customer stated there have been a few incidences of calling gram negative rods (gnrs) on spinal fluids. These situations cause a delay (duration not disclosed) due to further testing via manual staining. The customer stated there have been no treatment decisions by a physician based on a discrepant gram stain result. Biomérieux investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for a customer in the united states reporting crystals in the gram stains prepared by the previ® color gram instrument. Troubleshooting with the customer included cleaning (nozzles, tubings, water and alcohol bottles) and replacing waste tubing. A comparison between manual method and staining from previ color still showed crystals on automated method after the troubleshooting. The customer was contacted multiple times for additional information but no response was received. No deeper investigation can be done without the support of the customer. There is not enough information to determine the cause of this staining issue.